Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a non-calcified and moderately tortuous first diagonal artery. The 2.75x15mm quantum maverick balloon was inflated to 12 atm's and ruptured. The balloon was removed intact. The procedure was successfully completed with this device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complaint device was not returned for analysis. Therefore, it was not possible to confirm the reported event and inspect the device for possible root causes. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.